Manufacturer narrative:
The customer¿s experience of 2 separate pcu and pump module devices not alarming when infusions completed was confirmed only on a single pcu unit (sn: (B)(4) and pump module (sn: (B)(4) concomitant). Pump module (sn: (B)(4) which is the non-alarming device in event logs, was not physically received. Pcu unit (sn: (B)(4)) was received along with pump module (sn: (B)(4) and syringe module (sn: (B)(4) the 2 returned suspected devices, pump module (sn: (B)(4) and syringe module (sn: (B)(4), were not found to have been programmed with delay start infusions on the date and time of event. Pump module (sn: (B)(4) was only detected in the event logs on 5 march 2019 which does not reflect that date of incident reported by user. Syringe pump module (sn: (B)(4), on several occasions, was programmed (with no delays) and infusing on the date of incident (B)(6) 2019. However, each infusion program for this device would complete or get reprogrammed for another infusion. At 6:01:36 pm the module was channeled off which stopped infusion for the day. The next time this module is present in the event logs is at 6:09:27 pm on (B)(6) 2019. The second suspected pcu in question was not returned for analysis of events. The pcu (sn: (B)(4) event log shows the user programmed a delayed start with no callback after. At 12:43 pm on (B)(6) 2019 pump module alarmed infusor_flo_stop_open. Pvi=23.279ml ¿ at 12:44 pm on (B)(6) 2019 pump module selected soft key 11 (restore) is selected and vtbi was set to 6ml. Soft key 11 (delay) was selected and set for 5 minutes. **default setting for call back on device is set to none**. Pvi=23.279ml at 12:49 on (B)(6) 2019 the delay set by user ends and the infusion is started. Pvi=23.279ml at 4:50 pm on (B)(6) 2019 pump module stopped infusion complete / infusor_stopped pvi=29.281ml. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported that the rn entered the patient's room in the nicu to obtain labs and noticed that the tpn and d5w continuous infusions were no longer infusing. The device display screens for each channel stated "infusion complete", however, neither device demonstrated an audible or visible alarm indicating that the infusions were completed. The two pump modules were connected to two separate pcu's and neither alarmed as expected. It was further noted that earlier in the shift the devices functioned appropriately with an audible alarm when the volumes were completed for both the pump module and the syringe modules. There was no patient harm.